Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received. A supplemental MDR will be submitted once failure analysis evaluation is completed.